Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c124ej, serial/lot #: (B)(4), ubd: 11-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 43mm diameter abdominal aortic aneurysm. The patients left iliac measured 8.4mm at its narrowest. It was reported that 3 months later the patient presented emergently with discomfort of the left leg and pain of a few days duration. CT showed occlusion near the flow divider to the left internal iliac. Thrombectomy was performed with pta to restore blood flow to the area. The intervention was successful. As per the physician, the cause of the event was due to distortion of the ipsilateral side of the main bifurcated stent graft causing narrowing of the eia, this may have contributed to poor blood flow and caused the occlusion. In addition, the patient had previously received radiation therapy which may have affected their coagulation.no additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.